Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The change in hearing was a sudden drop in hearing performance and the user now only has a distorted hearing perception with the device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition damage at the electrode array was found, which was likely caused during implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The decline in hearing was described as a sudden drop and the user only had a distorted hearing perception with the device. The user was able to hear with the device until (B)(6) 2022. The user was reimplanted on (B)(6) 2022.